Event description:
On (B)(6) 2014, the patient's mother reported the protective rubber on the up and down buttons is worn and the buttons have to be pressed hard to respond. The metal ground-plate is visible underneath the buttons. The infusion device was replaced and requested for evaluation. No physiological effects were reported in relation to this complaint.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft component of the up button is damaged and restricted handling of the pump is a possible implication. As a result, moisture entered the pump and damaged the electronics. The buttons were tested successfully and the functionality fulfills the product specification.